Event description:
False negative result. Bought this yesterday and it came back negative for flu and covid went to ER same night and tested positive for flu.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.